Manufacturer narrative:
Implant date: 2018.

Event description:
It was reported that stent thrombosis occurred and balloon rupture were encountered. The 100% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein and inferior vena cava (ivc). A wallstent was placed in 2018; but, obstruction within the device occurred. A xxl balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 20 seconds the balloon ruptured. Another xxl balloon catheter was used, but during first inflation at 4 atmospheres, the device ruptured as well. The balloon catheters were removed by forwarding 1-2cm while rotating the entire catheter to rewrap the device. The procedure was completed by placing a ekosonic endovascular system to dissolve the clot in ivc. There were no patient complications reported and the patient's status was stable.